Manufacturer narrative:
Lead was capped. The lead under complaint was not returned for analysis. This report is therefore only based on the analysis of the ICD itself as well as the inspection of the quality documents associated with the manufacture of the lead and the ICD. The manufacturing processes for the lead and the ICD were re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Upon receipt, the ICD was interrogated, revealing the battery status eri. The ICD was implanted for 46 months and 62 charging cycles were recorded to the device memory. The memory content of the device was inspected. During the analysis of the available iegms noise was observed in the right ventricular channel, leading to multiple charging cycles that resulted in several shock deliveries, confirming the clinical observation. Therefore a sensing test was performed and the device sensed the applied heart signals free of noise, proving the sensing function of the ICD to be normal and as expected. There was no indication of a device malfunction. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. The current consumption of the ICD was measured and it showed no anomalies. A thorough analysis of the battery showed no peculiarities. The battery was not defective. In conclusion, the lead was not returned for analysis. The memory content as well as the therapeutic functionality of the ICD was extensively analyzed. In the available iegms the occurrence of noise was observed in the right ventricular channel. This led to fast successive charging cycles that partially resulted in shock deliveries, confirming the clinical observation. The activation of the eri status resulted from that fast-successive charging. However, a thorough analysis of the ICD proved the device to be fully functional. The battery was not defective. The integrity of the lead cannot be assured.

Event description:
It was reported that there was noise on rv channel that resulted in 29 inappropriate shocks leading to early battery depletion as a result.